Manufacturer narrative:
.

Manufacturer narrative:
The most likely cause of the edaz abutment fracturing is related to the over-prepping of the abutment (removing too much material). The abutment fractured at the hex and on the mesial side. The review of the abutment design doesn't find any problem.

Event description:
Customer describes that the edaz abutment fractured upon torquing onto the implant. A flap had to be raised to retrieve a small piece of the fractured abutment. There were no complications: the broken piece was removed and the flap was sutured.

Manufacturer narrative:
The investigation into zirconia abutment fractures has determined that when a fracture is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features and the screw access hole. This is documented in the corrective action.